Event description:
The customer reports that system image would not change on the monitor when they attempted to make an image. Then system was rebooted and functioned normally.

Manufacturer narrative:
When interconnect cable was moved, then image was lost again. Found that the video wire in the interconnect cable was broken. This was visible when lemo connection was removed from cable. The rep replaced the cable.